Manufacturer narrative:
Revision occurred approximately 126 days after the primary surgery due to dislocation of unknown cause. No actaul,implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026, approximately 126 days after the primary surgery which occurred on (B)(6) 2025. No fall or other trauma reported. Humeral cup stability pe/ta6v ø36/+9 and humelock reversed eccentric glenosphere w/ screw cocr/ta6v 10° tilt ø36mm was explanted due to dislocation. These parts were replaced with fx v135 humeral cup 135/145° stability pe/ta6v ø36 +3, humeral spacer ta6v +9mm and humelock reversed eccentric glenosphere w/ screw cocr/ta6v 10° tilt ø36mm. Fx v135® humelock stem ta6v ø36/14 l. 120mm cementless ti/ha was not replaced.